Manufacturer narrative:
(B)(4). Date sent: 09/10/2020. Additional information received: pt brought back 4 days after initial successful surgery. Stool in abdomen. Now has been 3 bring backs. Anastomosis reported as complete dis-union. Per photographic evaluation: upon visual inspection of one file with six photos, the following was observed: the photos show a tissue piece on the hands of user and no malformed staples could be observed. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined.

Manufacturer narrative:
(B)(4). Batch # unk. Surgical intervention. As the device was discarded, an analysis investigation could not be performed.  The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: clarification, we did two leak tests because that is our standard protocol. There was no tension on the anastomosis. What were the indications for surgery? As noted above, diverticular stricture with impending large bowel obstruction. What surgical procedure was performed? Laparoscopic low anterior resection. Was the surgery elective or urgent/emergent? Considered elective. Not an emergency surgery. What type of bowel prep was done? Patent was prepared for 5 days in-patient, including bowel prep solution over 3 days pre surgery. Did the surgeon feel any tension when bringing the two ends of the bowel together? No tension on the anastomosis on index surgery. The distal colon laid down into the pelvis next to the rectal stump easily. There was no indication of tension. There was no tension and upon return surgery the two dehisced segments were laying next to each other. Is the pathology report available for the (B)(6) surgery? Still waiting for that report. Is the colostomy temporary or permanent? Temporary colostomy for minimum 3-4 months. Did the patient receive any preoperative chemotherapy or radiation? No chemo or radiation. Were there any issues experienced with the device in the initial surgical procedure? The only out of ordinary event was lack of tissue tension while turning the knob until orange bar reached the base of the green scale. What healthcare professional fired the device and what is his/her experience with the device? Dr (B)(6), she has been primarily and assist for 1-3 cases per week for the last 12 months. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low -b. At the base of thr green scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes! I was even more specific about this because it felt so ¿loose¿. I did not ask however that would be consistent with every other case. Were there any issues with device use/firing? No issues. What confirmation was received that the device completed the firing sequence? Two leak tests with rigid sigmoidoscopy. Direct laparoscopic visualization of the intact anastomosis on the anterior aspect. Didn't ask about the washer or green check mark. However, two successful sequential airleak tests were performed. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half-turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? I can't recall specifically. However, there was nothing out of the ordinary when removing the donuts. Were the donuts inspected? Two complete unbroken donuts were inspected. Were there any issues noted with staple formation? Unknown. Waiting for pathology. Was the staple line visualized endoscopically during the initial surgical procedure? Rigid sigmoidoscopy was performed. Two separate leak tests were negative. What was observed at the site of the leak upon reoperation? The entire staple line had broken apart. Both ends were completely open and sitting next to each other. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. I did not specifically notice any issues with the staple formation, but again, I was not looking for anything out of the ordinary. What is the current patient status? At last update patient had trips to the operating room each day of (B)(6) and the surgeon was planning to close the abdominal wound on (B)(6) 2020. Patient was improving and off vasopressors on the (B)(6). The patient is currently extubated and the abdomen is closed. She has continued tachycardia and hypoxia. Colostomy is in place. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that on (B)(6) 2020 female patient (B)(6) years old, underwent surgery to repair diverticular stricture with impending large bowel obstruction repair. Case was successful. Upon later reflection dr (B)(6) reported that when placing the cdh29p device 'down below" she didn't feel tissue tension on the knob until the orange bar was down at the bottom of the green staple height gauge, the smallest closed staple height. Due to the tissue tension she and her assisting surgeon performed two successful air leak pressure tests. Tissue appeared healthy and dr (B)(6) never considered performing a diversion. On (B)(6) 2020 the patient was septic, and an exploratory lap was performed. Stool was present throughout the abdomen. The anastomosis was completely separated laying open with no apparent tearing. Both proximal and distal edges had clean circular cuts from donut creation. Staples seemed mis-formed according to the surgeon. The patient¿s abdomen was irrigated with 30 liters of sterile saline. Pt held overnight and treated with supportive care vasopressors. (B)(6) 2020 patient underwent additional surgery for cleanup and colostomy creation. Distal stump closed with a contour stapler. Pt is still "not out of the woods". Surgeon was not able to close the abdominal wound and will need additional care. Patient remains admitted. Medical intervention: infection, 2 additional surgeries, medication.